Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: photo investigation summary: the complaint device (tfna fem nail ø10 le 130° l360 timo15) was not received for investigation. A photo investigation was performed. The image was reviewed, and based on the relevant drawing the complaint condition can be confirmed since a piece of the lock prong appears to be broken and fragment is missing in evidence. A manufacturing record evaluation cannot be performed due to lot number being unknown. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. No DHR review was completed since no lot number was supplied via photo or additional information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a patient had an initial procedure with tfna implants on (B)(6) 2021 however this failed and required a revision/exchange implants. The patient had revised procedure on (B)(6) 2021. Tfna nail had not broken but the set screw/locking mechanism was broken. The failed set screw/locking mechanism was discovered on (B)(6) 2021. It is unknown if the locking mechanism had been broken when the nail was implanted or if it was mechanical failure. No further information provided. This report is for one (1) 10mm/130 deg ti cann tfna 360mm/left - sterile. This is report 1 of 1 for complaint (B)(4).